Manufacturer narrative:
Device was returned and visual inspection revealed a kink at the distal end and all of the seal rings were compromised. Broken adhesive was observed and dried body fluid was noted on the edge of the electrodes. No abnormal resistance was felt when actuating the steering mechanism. Both the right and left curves had irregular shapes due to the kink at the distal section. X-ray inspection and dissection confirmed bent center support and retracted kevlar wrap. A steering wire was partially detached from the center support due to broken solder joint. The distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. Dried body fluid was found within the distal end. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the kevlar wrap was found out of specification. A steering wire partially detached from the center support due to broken solder joint was also observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was broken. During an atrial flutter ablation procedure with a blazer prime xp catheter the catheter broke. The procedure was completed with a different catheter. Patient complications were not reported. No other information is available.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was broken. During an atrial flutter ablation procedure with a blazer prime xp catheter the catheter broke. The procedure was completed with a different catheter. Patient complications were not reported. No other information is available.